Event description:
The lay user/patient contacted lifescan in 2006 and alleged that her one touch ultra meter kept displaying the apply sample icon. The medical affairs specialist (mas) was able to reach the patient the same day to verify/obtain further information. The patient informed the mas that she had not been diagnosed with diabetes, but has been advised by her doctor to test her blood glucose 3 times a week since she "bottoms out a lot". She does not take any diabetes medications, but always keeps some sweet food and drink close to her. The patient had been getting the apply sample icon for about 2 days prior to the event. Ten days earlier at 7:00 am, she was feeling lethargic, could not hold her head up, and could not walk. She had attempted to test her blood glucose on the reported meter the night before, but was not able to obtain a result. She also attempted to test her blood glucose at the time she was experiencing the symptoms, but received the apply sample icon and was not able to get a result. Her sister called the ambulanc, which arrived within minutes. She was tested on the ambulance meter with a result of 52 mg/dl and given glucose pill and food to eat. She was not taken to the hospital. Since the day of the event, the patient has not attempted to test her blood glucose and waited until today to contact lifescan to report the meter issue. The patient informed the mas that she did not know that she could call lifescan directly. At the time of troubleshooting, it was verified that this was not a new product. The patient's testing technique was reviewed to be correct. However, the patient did not have the test strips at that to resolve the issue. A replacement meter and test strips were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it.